Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the worst time with their interstim, starting after about 6 months of having it, and they could not get anyone to help them from the office. They have been sleeping in a recliner for 5 years because they could not sleep in their bed without wetting it. They did not reach out to medtronic, only the doctor's office, but we didn't reach out to her either. They are now seeing a new doctor and have a catheter and can finally sleep in their bed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had received a letter from the company. Patient stated that they did not know how to use their device, and it didn't help with their symptoms at all. Patient stated that they had to go to the hcp and only had it checked twice the whole time they got it, and their hcp is now retired, and mentioned that they walked out of the previous hcp's office the same way they walked in. Patient also mentioned that they had a vaginal ring, took it out and put in back in. Patient stated that they were in a recliner for 5 years because they couldn't lay down, and if they lay down, all the urine floods out constantly. Patient stated that they now have a catheter, and they went to a new hcp and they have been sleeping on their bed now. Patient stated that the first time they went to their new hcp, the hcp checked their device, and was able to see that it was still working. Agent offered to walk the patient through connecting to the ins and try making therapy adjustments, but patient is not interested and asked if they can have it taken out. Agent redirected the patient to their hcp to further discuss removal of the implanted device. Agent listed the questions and the patient's response below: did you experience urinary retention prior to device? Certainly didn't. Device worked or not? No. Was catheterization your standard of care prior to the device? No.